Event description:
Prior to use on a pt, the bvs 5000 console was powered up failure occurred. This was the first time use for this hosp. Abiomed field service examined the console and was unable to reproduce the problem. The console was then used on a pt with no problems.